Event description:
The patient had the entire device system removed 6 months after implant. The device caused more pain than it relieved. Additional information has been requested.

Manufacturer narrative:
Lead model 39565-30, serial# (B)(4), implanted: 2009-(B)(6), recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), extension model 3708160, serial# (B)(4), implanted: 2009-(B)(6), extension model 3708160, serial# (B)(4), implanted: 2009-(B)(6). (B)(4).